Event description:
It was reported that patient underwent an arthroscopic procedure utilizing a femoral fixation device on (B)(6) 2010. During the procedure, the device could not be implanted due to the pin protruding from the implant. Another device was available to complete the procedure without delay or injury to the patient.

Manufacturer narrative:
This report filed (B)(6) 2010.